Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup and they had the hp close the clamps. The hp had already disconnected themselves and cycled the power on the hc to clear the alarm. The tsr advised the hp that they would need to start over with new supplies. It was reported that the patient line did not prime to the top when the hp had connected. The tsr advised the hp that the patient line needed to prime completely prior to connecting. The hp was going to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.